Event description:
Reference number (B)(4). Event occured in the united states. On (B)(6) 2024 , it was reported that the patient encountered infusion sets's tubing detachment from hub. Infusion set was in 2 days. Patient's blood glucose at the time of issue was reported as high. Patient took correction bolus via pump to address high bg. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.